Event description:
A malfunction was reported on a customer's pump with no notable events occurring prior. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not taken any actions to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information on resetting the pump, assisted with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise.